Event description:
Per the audiologist's report, she suspected the receiver/stimulator package had migrated when she saw the patient at his initial activation appointment. Xrays confirmed that the magnet was dislodged. Surgical revision will take place to reposition the device in 2006.

Manufacturer narrative:
This is a final report.